Manufacturer narrative:
Intuitive surgical, inc. Received the instrument involved with the complaint. Engineering confirmed both grips on the instrument were broken: broken pieces were not returned. The grips fractured near the base of the clip groove. One grip broke 0.035 above the location of the other grip. The longer grip had a slight bend below the fracture surface. No other damage found. Evidence not conclusive, but grips damage may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si esophagectomy procedure, the tips of the small clip applier instrument broke when the surgical staff attempted to insert a clip into the instrument . No missing pieces or fallen pieces reported. The reported issue occurred outside of the patient's body. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.